Event description:
It was reported that customer experienced cgm error 42 with sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, after which error did not recur and customer successfully started new sensor session.